Event description:
Event verbatim [prefferred term] (related symptoms if any separated by commas). Repeated hyperglycaemia and acidocetose [hyperglycaemia]. Acidocetose [diabetic ketoacidosis]. Treatment hasn't a good effect [drug ineffective]. Case description: this spontaneous case received from another country reported by a consumer's mother as "repeated hyperglycaemia and acidocetose since two months, she thought that the treatment hasn't a good effect till her son was hospitalized during 24 hours" concerns a male pt treated with two novopen 3 devices, actrapid (fast-acting human insulin) from 2002 to 2006 and mixtard 30 (dual-acting human insulin) from 2002 to 2006 for diabetes type I. The pt's mother explained that she used to utilize the novopen 3 devices for her son since 2002 without problem, but she noticed repeated hyperglycaemia and ketoacidosis for two months. The pt's mother thought that the treatment did not have a good effect up till the day her son was hospitalized for 24 hrs. The doctors told her that the novopen 3 did not release the appropriate dose. The pt used two novopen 3 devices and they were both broken. The outcome of the event was not reported.

Manufacturer narrative:
Analysis results: product: novopen 3 (# 1), lot no.: jsc9592. Visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The print on the dose indicator barrel is difficult to read due to dirt or wear. Product: novopen 3 (#2), lot no.: jsc9592. Visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The print on the dose indicator barrel is difficult to read due to dirt or wear.